Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak from the air vent of a vented paclitaxel solution administration set. This occurred during priming. There was no patient involvement. No additional information is available.